Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "electrodes were getting uncomfortably hot. The customer turned the unit down to level one, then turned the unit off. The electrodes shocked the customer as he removed the electrodes from the patient. The lower two electrodes were very hot. At the next visit the patient made customer aware of blisters at the site of the injury. The patient came in on friday (B)(6) 2016 with open wounds. Customer is calling a wound center". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.